Event description:
It was reported that the pump had a consistent primary audible alarm. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on 16-jun-2022 via email and attached to complaint object: no patient involvement during this event.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals and top case was cracked by the front right and left bottom corners, cracked right plunger case, no visible contamination. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. No device problem was found. Replaced speaker as preventive measure. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records. A CAPA was opened to address also this reported issue., corrected data: d4: correction: model number: 4000. H4: correction: device manufacturing date: 19-feb-2016.